Event description:
During initial assessment of a homechoice device, a baxter technician identified a 2240 alarm (indicating air) which occurred on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Since the customer did not report this alarm and patients discard supplies after each therapy, the sample was not requested and there is no lot information. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The system error 2240 alarm was identified during evaluation of a homechoice device. Samples were not available for evaluation, therefore, the root cause of the alarm was not determined. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).